Event description:
Patients electric wheelchair stopped & smoke began to come out of the battery. The child was removed from the w/c/* the w/c was put outside.the circuit board on the battery shorted out & the circuit breaker didn't kick causing the battery to smoth.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: electric problem - short circuit, invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.